Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/15/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain, visibility/palpability.

Event description:
Patient reported "deflation, pain, feel the bag and healed wrong". This record is for the left side. The device has been explanted.